Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right atrial (ra) lead dislodged immediately after the pocket was closed. The pocket was reopened, and the lead repositioned. The ra lead remains in use. No patient complications have been reported as a result of this event.